Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the log file retrieved from the returned system controller, serial number: (B)(6), identified a driveline disconnect event; however, a specific cause for this finding could not be conclusively determined through this evaluation. In addition, the evaluation of the returned portion of the driveline identified a superficial tear in the outer silicone jacket. A direct correlation between these findings and the patient¿s outcome could not be conclusively established, and a specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. It was reported on (B)(6) 2020 that the patient was found deceased in bed with an active lvad alarm. The cause of death and details leading up to death were unknown. It was noted that the device operated as expected. The log file retrieved from the returned system controller, serial number: (B)(6), revealed that the pump appeared to have functioned as intended from on (B)(6) 2020 21:31:05 through on (B)(6) 2020 23:49:24; however, a driveline disconnect event was captured on (B)(6) 2020 at 23:49:24, resulting in a pump stop. The driveline remained disconnected from the system controller through the terminus of the log file on (B)(6) 2020 at 23:43:03. The external portion of the driveline was returned in a segment measuring approximately 25¿. Rescue tape was observed approximately 10.5¿ through 13¿ from the controller connector. Upon removal of the rescue tape, a tear in the outer silicone jacket was observed approximately 12.5¿ from the controller connector. The underlying bionate revealed no evidence of damage. Metal braided shield breakdown was observed along the length of the returned driveline segment, with more severe breakdown noted approximately 2¿ through 3¿, 17¿ through 18.5¿, and 23¿ through 24.5¿ from the controller connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any damage or wear that would have contributed to a functional issue. It was originally reported that pump would be returned for evaluation; however, it was noted that a full autopsy was not performed, and the remainder of (B)(6) has not been returned to this date. The investigation file will be closed accordingly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jun2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist device. Section 6 entitled "patient care and management" addresses how to care for the driveline. Section 2 entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting / disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. In several sections, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." Section 2 entitled ¿how your heart pump works¿ warns that "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2020-05938. Further log file analysis found that there were no external power alarms while connected to the mobile power unit (mpu). No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient was found deceased in his bed. Cause of death was unknown. It was reported that the device operated as expected. An autopsy was not performed as per family. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.